Event description:
The medtronic nim endotracheal tube (et) was used to intubate the patient. The et tube failed to work with the nim monitor system. We switched et tubes and the new tube worked.in order to switch tubes the patient had to be extubated and a new tube was inserted.====================== manufacturer response for nim ett, nim contact endotracheal tube (per site reporter)======================the manufacturer is requesting return of the device after being processed.